Manufacturer narrative:
Previous driveline repair is reported in MFR # 2916596-2021-05174. Main investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The submitted log file contained data spanning from 12feb2022 to 07mar2022 10:58:28 per the timestamp. Throughout the captured data, 9 low speed advisories including 7 pump-stop events were captured on (B)(6) 2022 while the patient was supported by the power module. The log file also captured low flow events due to the pump-stops. The submitted x-ray image of the internal and external portions of the patient¿s driveline appeared unremarkable. The photo of the patient¿s exit site confirmed that they could not undergo a second driveline repair. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 8feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device alarmed for low speed advisory. The patient had a history of short to shield with a perc lead repair in (B)(6) 2021. The low speed advisory alarms were recurrent while on grounded power source. There were no alarms on batteries. Log file analysis found speed drops and pump stops on (B)(6) 2022 while the patient was connected to the mobile power unit which appeared to be caused by the driveline short to shield. Driveline x-rays were unremarkable and showed that there was not enough room to perform another repair. The patient was being managed on ungrounded power source until a treatment decision was made.